Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240( air in set) while on home choice (hc) device during use. The home patient (hp) stated that he disconnected to go to the bathroom and he thought he only closed the clamp on the patient line. The hp did not know the cycle during therapy. The baxter technical representative (tsr) instructed the hp to start over with new supplies. The tsr offered to assist the hp to end therapy and the hp stated no. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.